Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that a no delivery alarm was received twice while sleeping. The customer's blood glucose reading was 400 mg/dl at the time of incident and had diabetic ketoacidosis. The customer stated that the alarm was resolved by a complete set change. Troubleshooting advised to call back if the alarm occurs again for further assistance.